Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn marks were observed internal to the meter during the investigation. This report is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. The reader was sent for further investigation and de-cased. Burn marks on the pcba (printed circuit board assembly) were observed. Burn marks on the returned battery was observed. The returned battery was intact however, it was observed to be swollen. Extended investigation was performed and burn marks were observed on the u6 battery charger chip as well. A large crack to the battery charger chip was observed and the dn3 chip appeared brown in color. A thermal camera was used to monitor the pcba area of the reader, and the area around the u6 chip was extremely hot compared to the rest of the pcba, while attempting to power on the reader. The observed burn marks to the battery, match the position of the u6 battery charger clip that is used to hold the battery in place on the pcba. The observed damage to the battery clip is due to a malfunction of the u6 battery charger chip. The damage is consistent with an external-high power surge such as using a usb charger rated higher than 5v. The customer did not return their usb charger, adapter, or cable at this time. The charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed to a user issue. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) and h-6 (investigation conclusions codes) were incorrectly documented in the previous report and have been updated. Sectio g-3 ( date received by mfg) was incorrectly documented as march 5, 2024 in the previous report. The correct g-3 date is october 23, 2023.

Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn marks were observed internal to the meter during the investigation. This report is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.